Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The wand cable and connector are free from any physical damage. Product was out of the original packaging. No packaging returned. The device was plugged into the controller with no resistance and registered settings (7,3). The wand was able to generate plasma. Saline and suction both performed as intended. There was no observed smoking during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during adenoidectomy, the evac wand was smoking when used. The procedure was successfully completed with a delay greater than 30 minutes using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).